Manufacturer narrative:
The reported field event of high thresholds was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that high thresholds in the atrium and left ventricle was observed. The patient was asymptomatic. The entire ICD system was explanted and replaced. Patient¿s condition was stable post-procedure.